Event description:
Design of product changed a few years ago. Product is engineered poorly. Order for 7 placed, on arrival 4 were out of box defective. Company replaced 4 and upon delivery 3 were out of box failures. Locking mechanism failures and kickstand and mechanical traction. Red clips fail constantly.